Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The complainant reported that the hub of the torcon nb advantage angiographic catheter was damaged when the package was opened. The photograph provided by the complainant displayed a partially separated hub. Another device from a different lot was used instead, and this product problem did not result in any reported patient impact.